Event description:
During the process of IV angiocath removal, a portion of the catheter broke off within the pt's vein. This was noted immediately and pressure applied to prevent the fragment from moving.